Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported quad leads with extension are not creating any type of sensible stim. This leaves the therapy one-sided and not as effective as it could be. Leads do not show any type of impedance or connection issue when tested using the clinician tablet. Rep reported they tried testing the leads using the connection and impedance tests. Tried adjusting the programming along the leads and using different configurations and pulse widths to no available. Leads are not currently showing any type of impedance or connection issue, but they will not produce stimulation. Even when running the intensity up and trying different options to gain parasthesia, neither of the quad leads will produce stim that is evident to the patient. This leaves the therapy one sided and not able to completely treat pain. Possible revision to come. Doctor has been notified. Patient is aware that these leads can not be used and the doctor has also been notified. Now, we are waiting for the decision to be made by both parties to determine how to move forward. Patient still has one leads that works that gives some relief. Device revision occurred on may 13.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name itrel; product ID 7495-51 (serial: (B)(6)); product type: 3242-multiple therapy product; implant date ; explant date brand name pisces-quad; product ID 3487a (lot: l57566); product type: 0200-lead; implant date ; explant date brand name itrel; product ID 7495-25 (serial: naf009167n); product type: 3242-multiple therapy product; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.